Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (battery life) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 03/14/2016-device evaluation:the pump has been returned and evaluated by product analysis on 03/01/2016 with the following findings: a review of the pump black box data showed no evidence of short battery life; there was evidence that stuck voltage for a bg reminder depleted the battery, causing a replace battery alarm cs 128 to occur; a continuing alarm can drain the battery of power. During a visual inspection of the pump, the battery compartment was observed to be intact. The battery cap secured properly to the pump. Current draws measured within specifications. The complaint of a battery life issue was not duplicated during investigation.